Event description:
It was reported the patient's blood glucose levels rose to 27.8 mmol/l (500.4 mg/dl) while wearing the pod for between 25 and 36 hours. The cannula reportedly dislodged from the infusion site (arm), causing the pod to leak.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The top and bottom housings as well as the bottom housing vent were all observed to be damaged. The pod data showed no errors that would indicate any issues with insulin delivery. The pod data showed an 0x1c alarm occurred, indicating the pump had reached the pump expiration time. The exposed soft cannula was not visible as the soft cannula was observed to be torn in the bottom housing window. No leaks came from the remaining unexposed soft cannula. The exact time and cause of the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported events. Therefore, the cause of both the reported cannula dislodge and leaking during wear events could not be determined. Once both the top and bottom housings were removed, the piezo crystal, reservoir, reservoir cap, sma wire assembly, hard cannula, and ratchet gear were observed to be damaged. Because this damage lined up with damage and markings on the top and bottom housings, it can be concluded that the damage occurred post use.